Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited incorrect measurement. No intervention was performed. There were no consequences to the patient and the patient was asymptomatic.